Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) on the homechoice (hc) during dwell four of four. The technical service representative (tsr) explained the alarm to the hp. There was nothing unusual found during the troubleshooting that could have caused or contributed to the reported alarm. The tsr assisted to with ending therapy. The hp would do continuous ambulatory peritoneal dialysis (capd). There was no patient injury or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.